Manufacturer narrative:
Mentor received additional event information regarding the suspect medical device, which was a 350cc mentor memorygel breast implant. Suspect medical device information has been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with unknown smooth mentor gel breast implants experienced bilateral implant rupture postoperatively. The patient underwent explantation without replacement on (B)(6) 2021, and bilateral implant rupture was discovered upon removal. This medwatch report is for the second of two implants.